Event description:
Reported due to infection, thrombus, dissection and surgery. In 2004 the physician successfully closed an arteriotomy site with the perclose (closer ak) device after a diagnostic procedure. The procedure was performed via the right common femoral artery and the pt received a prophylactic dose of intravenous vancomycin. Reportedly, the pt had both arterial and venous sheaths during this procedure. The next day the physician performed an interventional procedure and the same arteriotomy site (right common femoral artery) was used for access. After the procedure, hemostasis was acheived with a femstop device. While in the cath lab holding area, the pt became diaphoretic. Hypotensive and bradycardic. Treatment for these symptoms is unk. Pt also developed a hematoma at the access site. The hematoma was described as being the "size of a baseball." The following day, a peripheral vascular lab (pvl) study of the right lower extremity was performed. The study was negative for a pseudoaneurysm, but positive for a right common femoral artery dissection. The pt was taken to surgery where an unspecified stent was successfully used to seal the dissection. Whle in surgery the pt was found to have a distal thrombus below the knee in the popliteal artery. A thrombectomy was performed. In 03/2004 the pt was discharged to home. Six days later the pt was re-admitted to the hosp with a right groin abcess. Cultures were performed and the pt was diagnosed with methicillin resistant staphylococcus aureus (mrsa). Pt was given intravenous vancomycin and discharged to home. In 04/2004 pt was re-admitted to the hosp with bacteremia, given uspecified intravenous antibiotics and discharged to home in 05/2004. In 07/2004 the pt was re-admitted to the hospital with meningitis of unk origin and discharged to home in 08/2004. In 08/2004, the pt was re-admitted to the hosp for an incision and drainage of the right groin. Pt was discharged to home in 08/2004. Although requested, no additional info was provided.